Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015; 429688, lead, implanted: (B)(6) 2015. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was also reported that the right ventricular lead was returned to the manufacturer after being explanted due to the upgrade of the device. The lead subsequently tested out of specification during manufacturer¿s analysis.